Event description:
It was reported the device was turned/flipped and had eroded through the pocket. Per the reporter the device was "being rejected," was sticking half way out of the patient's body, and was "dangling." There was no known accident or incident related to the event. The device was going to be revised on wednesday. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3889-28, lot #v866984, implanted: (B)(6) 2012.